Manufacturer narrative:
Patient had severe asthmatic condition with thick secretions from a bronchoscopy. This condition would directly contribute to occluding the filter. Initial usage would indicate the filter operated as intended prior to patient secretions. Per the IFU "this product is not for patients with thick or copious secretions".

Event description:
Customer states the suspected device was occluding.